Event description:
The retrieval system for the micrusphere coil (ssr10040820/c11351) was defective. The procedure was carried out and finished by using a new microcoil (details unknown). No patient adverse consequences have been reported. Multiple attempts to obtain additional information were unsuccessful. As discovered in product analysis the coil was returned entangled around the core wire and the coil lost its secondary winding shape.

Manufacturer narrative:
The device was returned for analysis. As viewed through the returned packaging, it was found that the coil was unsheathed and entangled on the core wire. The entangled coil was found to be severely damaged. Coil damage was found intermittently along the entire length. In the free standing state it is observed that the damage caused the coil to lose its secondary winding shape. Due to post-procedural handling of the device, it cannot be fully determined what was damaged on the microcoil system. The coil¿s socket ring was pushed down under the outer sheath (angle ring section) producing compression damage to the sheaths outer diameter. This caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil. Located at the distal tip of the skive, the core wire protrudes outside the sheath for the remainder of its length. No mechanical sheath damage resulting in an opened skive was found at the protrusion site. The proximal pull tab section containing the locking mechanism was severed and not returned. The resheathing tool was returned severed into two pieces. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found on the tool. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The most likely contributing factor to the end user finding the retrieval system defective occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may have also caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which may have severed the embedded sheath¿s pull tab, causing the coil wire to protrude outside the sheath, pushing the coil¿s socket ring down and into the outer sheath, fracturing the resheathing tool, and may have produced a portion of the coil damage found. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown diagrammatically¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed pull tab section of the introducer sheath and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil damaged was confirmed based on the condition of the returned device. It is not possible to conclusively determine the root cause; however, handling/procedural factors addressed in the IFU may have contributed to the complaint. There is no evidence that the complaint was related to a design or manufacturing issue; therefore, no corrective actions will be taken at this time.